Event description:
It was reported that the ilet pump¿s touchscreen cracked after the user fell on the device, resulting in an unreadable display while the pump continued to run; the device was no longer watertight and required replacement. Symptoms included no adverse clinical effects, and the reported blood glucose was 223 mg/dl without impact from the screen issue. Outcomes included continued diabetes therapy management with guidance to back up therapy and use cgm via app or receiver while awaiting replacement. Investigation included customer interview, verification of device serial number, shipping and return coordination, and review of device function as reported by the user. Investigation of this device revealed physical damage to the touchscreen component with loss of screen visibility and loss of water ingress protection, consistent with external impact to the device housing and display assembly. It was concluded that the cause was user-induced physical damage due to accidental impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.